Event description:
A complaint was received from a customer that stated their meter will not turn on and prior to this they received erratic results. The example of results were a 29 mg/dl and 129 mg/dl on consecutive tests. While on the phone an attempt was made to evaluate the meter. In all attempts, event after replacing the batteries the meter would not activate. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.